Manufacturer narrative:
No pt identifiers were provided. The vocal fold augmentation was performed by dr. (B)(6). The amount of radiesse voice injected, the injection date, the date of surgical removal and the radiesse voice lot used had not been provided in this article. Therefore, the device history records could not be reviewed. The pt outcome after the caha was removed, was not provided in the article. The author (physician injector) indicates that the pt's superficial injection was technical in nature and not a specific complication of radiesse voice.

Event description:
This adverse event was reported in the journal: long-term results of caha for vocal fold augmentation, the laryngoscope 121: 313-319, (B)(6) 2011. Ninety pts (all over the age of (B)(6)) who had been treated with a total of 108 vocal fold injections with radiesse voice injections were evaluated. Three pts experienced adverse events, requiring surgical removal of the caha. The pt was injected with radiesse voice (date not specified); during the injection it was noted that the caha was superficial. Although this was not life-threatening, the superficial injection did require surgical removal. The author also points out that this complication was technical in nature and was not a caha-specific complication. The superficial injection of caha in this case, caused significant vibratory stiffness and resultant dysphonia.